Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed an irritation that was red, bumpy, and wet underneath the rear therapy electrodes. Follow up indicated the sore area became open and was bleeding. The patient decided to end use. The medical outcome of the area is unknown.